Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 482 mg/dl and 118 mg/dl, 315 mg/dl or 320 mg/dl, 122 mg/dl, and 146 mg/dl. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.